Event description:
It was reported that during a shoulder cuff repair, the truepass suture passer spring fell off. The spring was successfully removed from the articular cavity with pliers. A delay greater than 31 minutes was reported. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device was returned with the spring on the suture capture door out of place. The device shows water marks and discoloration from sterilization and small scratches from use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.